Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "check sensor" message and was unable to obtain readings. As a result, customer experienced vomiting, shaking, and was unable to self-treat. Customer was taken to the hospital where they were treated with pantoprazole, vitamins, rehydration, and insulin for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.